Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. In 2005 a rescue angioplasty was performed after failed thrombolysis while the pt was in cardiogenic shock. The target lesion was the severely tortuous, calcified, 99% stenotic mid and distal right coronary artery (rca). The long lesions in the mid rca and distal rca were predilated with a sprinter balloon of unknown size. The physician then advanced the 3.00 x 28mm taxus express2 drug eluting stent to the rca lesion but was unable to advance past the mid rca lesion; therefore, the stent delivery system (sds) was withdrawn. Upon removal of the sds it was seen that the stent ws not on the balloon. Under fluoroscopy the stent could not be seen in the rca, the guide wire and guide catheter were pulled out of the body as a unit, but the stent was not found on the wire or in the catheter either. The physician again predilated the rca lesions and placed a cypher stent of unknown size. Another cypher stent was advanced into the proximal portion of the lesion and deployed. During stent deployment the cypher balloon burst. The physician felt that this may be attributed to the missing taxus stent but again was unable to visualize the stent in the rca. Two driver stents were placed in the rca without difficulty. After placement of the second driver stent a small defect was seen on the distla end of the distal driver stent. The physician felt that this may be due to the unlocated taxus stent and post-dilated this area. At this time the pt was in shock and an intra aortic balloon pump was placed and inotropic therapy was given. The physician looked at the sheath after removal but was unable to locate the stent in the sheath. No attempt was made to look in the femoral artery for for the stent due to the pt's instability. The pt's status is listed as "improving with no symptoms attributable to the missing stent".